Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise via a merlin.net transmission the noise could not be replicated. The patients condition was good.